Event description:
Upon removing the amplatz super stiff .035 180cm wire from the agilis sheath, after insertion into the patient, the winding around the wire tip unwound. Or unfurled. Patient was immediately looked at, under fluoroscopy near the agilis tip, indwelling the patient, by the doctor, and noted to not have anything retained in the patient.